Event description:
The plaintiff was implanted with the sparc sling system to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that "as a result of having the product implanted in her, the plaintiff has experienced significant mental physical pain and suffering, has sustained permanent injury, has undergone corrective surgery," "and has endured impaired physical relations with her husband." It was also alleged that, "the plaintiff was caused and/or in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress and other damages."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.